Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope screen went black during preparation for use. After turning off the power, plugging and unplugging the device 2-3 times there was no change. After cleaning, the malfunction still occurred. The unspecified therapeutic procedure was completed using a replacement device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image was not displayed. Due to a scratch on electrical contact of video connector, the image was not displayed. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The video connector had a scratch. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. Grip had a scratch. Switch button 1 had a scratch. The right/left plate had a scratch. The right/left lever had a scratch. The protector of universal cord on scope connector side had a scratch. The light guide connector had a scratch. The video connector case had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. However, a definitive root cause could not be determined. The instruction manual provides the following: ¿confirm that the endoscopic image is displayed normally in (white light) wli and (narrow band imaging) nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.